Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. The following sections could not be completed with the limited information provided. Date of event - n/a. Date explanted - n/a . This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00951 / 00953).

Manufacturer narrative:
This follow-up report is being filed to relay blood test results, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00951 / 00953).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of elevated cocr levels, tissue/bone destruction, pain, trouble walking, inflammation, popping and dislocation. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of elevated cocr levels, tissue/bone destruction, pain, trouble walking, inflammation, popping and dislocation. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the complaint report noted patient underwent a revision on (B)(6) 2014 due to the cup moved to a more vertical position between post op and first follow up appointment. Surgeon revised patient to a rb multihole cup with freedom head and liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of elevated cocr levels, tissue/bone destruction, pain, trouble walking, inflammation, popping and dislocation. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the complaint report noted patient underwent a revision on (B)(6) 2014 due to the cup moved to a more vertical position between post op and first follow up appointment. Surgeon revised patient to a rb multihole cup with freedom head and liner. Additional information provided in patient medical records indicates right hip revision was performed on (B)(6) 2014 due to pain and a loose/shifted cup. The patient's operative report noted fluid. Additional information received noted that on (B)(6) 2013 patient's blood was tested.